Event description:
Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. Tsr found bed would not work. No injury reported. Replaced power pcb board to resolve this issue.